Event description:
The customer reported lock-ups (system halts) with their acuity central station patient monitoring system. It was stated that this happened "about a month and a half ago, then a week ago and again this past saturday" (which would be 2008); these events were reported to welch allyn on 09/29/2008. The customer refused to provide patient information, but confirmed there was no patient harm as a result of these problems.

Manufacturer narrative:
The device (central processing unit for acuity system) was not returned to welch allyn for evaluation. The cpu is a commercial off-the-shelf item that is not made by welch allyn. The cpu is seven years old and is beyond its stated end of life. Welch allyn responded to the customer's report by suggesting that they replace their obsolete equipment because it can no longer be repaired.